Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. An additional box was returned from another lot number for a device that was also used during the procedure, although this device did not have an alleged malfunction; it was provided for reference. Provided with the boxes was a biohazard bag that contained both barrels and one loose band; the irrigation adapters, two-way handles, and trigger cords were not returned. Two photos were provided and reviewed. The photos show the outside of the two boxes. One label matches the report and the other label matches the additional device that was returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device, the barrel was returned without any bands and the trigger cord was not attached to the barrel or returned. A visual examination of the device was performed. The barrel was placed on the end of an olympus gif q20 endoscope with an outer diameter of 11.0 mm and the barrel fit snugly without difficulties. The flexible portion of the barrel was inspected using a 0.360 (-) pin gauge and it met specifications. The additional barrel returned was also placed on the end of an olympus gif q20 endoscope with an outer diameter of 11.0 mm and the barrel fit snugly without difficulties. The flexible portion of the barrel was inspected using a 0.360 (-) pin gauge and it met specifications. There did not appear to be any differences with either barrel in how snugly they fit on the end of the endoscope. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our investigation confirmed the complaint based on the condition of the returned device. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The mbl-6 requires a scope outer diameter size of 9.5 mm - 13 mm. The labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use also direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the device worked as intended, all 6 bands were deployed without issue. The barrel then separated from the scope and became lodged in the esophagus. They were able to retrieve the barrel with a rats tooth [forcep]. How ever the patient did code and succumb to their pre-existing injuries. "The physician did mention that the patients death was ¿not¿ due to product malfunction." They felt like the barrel was too big for the standard upper scope.